Manufacturer narrative:
(B)(4). There is not an appropriate and conclusion code available. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its jaws partially closed. The outer tube was slightly bent. The returned sample appears used. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired upon the first complete cycle of the trigger. The trigger was unable to return to its original position, as it appeared to get stuck before it was able to completely reset. It was noticed that something was sticking out of one of the slots in the outer tube near the jaws. This appeared to be what prevented the trigger from completely resetting. Other remarks: no clip was fired due to the first clip remaining in the channel being stuck. The clip was manually removed and it was found to be broken. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the clips remaining in the channel were stacked up on each other. It appears that the broken clip getting stuck in the device created a logjam of clips. As a result of the logjam, the first two tabs on the feeder were bent incorrectly as well as a tab on the channel. The bent tab on the channel was the part sticking out of the slot in the outer tube, preventing the trigger from resetting. All of the tabs that were bent were caused by the broken clip that created the logjam in the channel. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. The device was sent to the manufacturing site for further evaluation. Upon investigation, it was found that the outer tube was within specifications and no further issues were found with the device. It could not be determine how or why the clip broke. The device history review for the product auto end05 ml, lot #73j1600414 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the reported complaint issue. The reported complaint of "applier is not locking" was confirmed based upon the sample received. One device was received. The device was received with a broken clip that appeared to be the cause of a logjam of clips in the channel. The logjam resulted in damage to multiple tabs on the feeder and a tab on the channel that prevented the trigger of the device from completely resetting. The sample was shipped to the manufacturing site for further evaluation, but it could not be determined how or why the clip broke. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. The root cause of this reported complaint issue could not be determined. We will continue to monitor and trend on this issue.

Event description:
The applier does not lock clips. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The applier does not lock clips. There was no patient injury.